Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, explanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, explanted: (B)(6) 2017, product type: lead. (B)(4) belongs to the leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the lead was fractured and there were abnormal impedances. Abnormal high impedances in electrode # 2, 4, 5, 7, 14 were observed. Electrode #3, 6, 15 were used instead to reprogram afterwards. After electrode #3, 6, 15 were used, stimulation delivering to another site was needed. No telemetry data was available, as the rep had not contacted the physician yet. An external factor that contributed to the issue was the product was used in daily life, the event occurred seemingly. The action taken to resolve the event was the whole device system was replaced with a competitor¿s device. The issue was resolved at the time of this report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the spinal cord stimulation (scs) system was implanted in the thoracolumbar and stimulation was adjusted. Abnormal high impedances in # 2, 4, 5, 7, and 14 electrode were confirmed as a result of measuring impedances. Since either fracture or abnormal circuit was suspected, these electrodes were unable to be used. Other electrodes but these electrodes were set up as follows: 3(-) 6(+) 15(+) 1.8 v, 150 microseconds, 60 hz. As the patient expected that stimulation was induced in the right lower limb, new a group (6(-) 15 (+) 1.7 v, 210 microseconds, 20 hz) was set up. Per the patient, 20 hz was more comfortable/better than 2 hz/40 hz. It was noted that the model numbers of the leads might be 3777 or 3778. It was also reported that on (B)(6) 2017 there was a communication failure between the device and programmer which occurred frequently. Repairing was performed again and settings were changed. Then on (B)(6) 2017 there was still communication failure between the device and programmer. Both the patient programmer and physician programmer were replaced. As the cause of the communication failure issue was considered that the scs application failed to correspond to new ios.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative additionally reported that the cause of the lead fracture and high impedance was unknown.